Event description:
An implantable pulse generator (ipg) system was returned from (B)(6). Information identified in the paperwork indicated the patient died 1 day post implant of the ipg system. Cause of death reported was ruptured aortic dissection and coronary artery disease.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: 5076-58 implantable pacing lead, implanted: (B)(6) 2013. A 5076-52 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).